Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the patient was having the right ventricular (rv) lead extracted and replaced at the time of a pacemaker generator change for battery depletion. The lead had high thresholds. During extraction of the rv lead, the right atrial (ra) lead dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.